Event description:
The lead was implanted on (B)(6) 1998. Patient added that the last time she saw her dr, a couple months ago, dr. (B)(6), they did an interrogation in the clinic and they saw one of the lead had fractured. Pt said she had fallen a couple of times a month (a month or two, I believe she said) before that and went to the ER at that time and was told at the ER that if she wasn't better in a week to come back and get re-x-rayed. Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).